Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc performed troubleshooting remotely. The ccc aligned the integrated multi-sensor technology (imt) and imt probe, and ran advanced clean procedure. Ccc instructed the customer to run dilution check, quality control (qc) on serum and urine, and to condition the imt sensor after which, qc was still out of range. Ccc then instructed the customer to replace the integrated multi-sensor technology (imt) probe, and run dilution check, after which results were still out of range. A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse performed a power flush and cleaned the imt. The cse was unable to get the sample port rate to pass. The cse then replaced the rotary valve, and all checks resulted within range. The cse ran qc, resulting within range. The cause of the customer reporting patient results while qc was out of range is a user error. The cause of qc being out of range is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Patient results were reported to the physician(s) while the sodium (na), potassium (k) and chloride (cl) quality controls (qc) were out of range. The results were not questioned by the physician(s). It is unknown if the results were discordant, as results were not provided. There are no reports of patient intervention or adverse health consequences due to the results reported when qc was out or range.